Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load process. Reportedly, a new cartridge was loaded to address the event and the customer continued to use the pump for insulin therapy. There was no impact to blood glucose.